Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-09015. It was reported that patient's two sacral leads migrated. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein both of the sacral leads were explanted and replaced. Effective therapy was restored postoperatively.